Manufacturer narrative:
This report contains supplemental information for mentor asr ip-00310451. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Device evaluation summary: the patient¿s device was returned to mentor in three sections. No other anomalies were observed. Since no lot number was provided, no manufacturing record evaluation could be performed. A root cause of the failure could not be determined. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) lab concluded that the as received condition of the device occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and rupture is a known complication associated with these devices which is referenced in our product insert data sheet; however, rupture trends for gel-filled devices will continue to be monitored by quality assurance. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr ip-00310451. It was reported that a patient underwent a primary breast reconstruction procedure with a mentor smooth round moderate profile 125cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was reported. As a result, the patient underwent explantation on (B)(6) 2015.